Event description:
Complainant alledged that during a routine shift check of the device by a clinician, the unit displayed a "defib fault 72" message, and would not power-up in battery mode. The complainant indicated that there was no patient involvement in the reported malfunction.